Manufacturer narrative:
Section h10: (h3) the revision reported was likely the result of an insufficient bond between the implant and the bone, which led to aseptic (non-infected) loosening over 11 years of implantation secondary to contributions from patient conditions. However, this cannot be confirmed since the devices were not returned for evaluation.

Event description:
As reported by the exactech knee replacement study, approximately 11 years post op the initial tsa, this 78 y/o female patient was revised due to aseptic femoral loosening, femoral component loosening with lateral femoral condyle osteolysis. Patient revised femoral and tibial insert. The case report form indicates this event is possibly related to devices and unlikely related to procedure. This event report was received through clinical data collection activities. Outcome is considered resolved.

Manufacturer narrative:
Pending evaluation. Concomitant device(s): 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm, (B)(4). Note: cannot determine which insert is left or right. Index surgery was bilateral. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Manufacturer date: 08/10/11, expiration date: 08/09/19. Serial number (B)(4) is confirmed to have been packaged in a vacuum bag that does not contain evoh. Manufacturer date: 08/10/11, expiration date: 08/09/19. 02-010-01-0320 - logic femoral ps cem right sz 2 2132461; 02-012-35-2009 - logic tibia ps mod insrt sz 2 9mm 02-012-45-2010 - lgc tibial fit tray cem sz 2f / 1t 2061405, 2094065; 200-02-32 - three peg patella 32mm 2150093, 2155023; 204-34-02 - fluted stem extension 25l x 14 mm 1899163, 2098463; 204-70-00 - tibial stem ext. Screw 2149170, 2156288.